Manufacturer narrative:
A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical. Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date.

Manufacturer narrative:
(B)(4). Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within expected limits.

Event description:
It was reported the device was explanted and replaced prophylactically due to the device exhibiting signs of premature battery depletion as referenced in the advisory. No further information is available.